Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Hcp reported to company representative that a patient experienced swelling in the upper lip 3 hours after they were injected around the lip area with juvéderm vollure¿ xc. Treatment is noted as ¿steroid dose pack (medrol dose pack 5 days)¿ and ¿benadryl 50g daily." Event is ongoing at this time.